Event description:
It was reported that the temperature was not being measured correctly. No pt complications were reported.

Manufacturer narrative:
Cannot be determined at this time. Device has not been returned for eval.